Manufacturer narrative:
Additional information provided by the customer states they released the load and instruments were opened, however they were not used on a patient. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. Device history review, lot trending, retains testing, and concomitant device evaluation were not performed as there was clear and sufficient information provided by the customer confirming the issue to be user error related. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error as the customer stated that the bi was crushed and sealed prior to processing. Additionally, the subsequent bis were processed correctly and negative for growth. The customer self-identified and corrected the error and confirmed that the technician was re-educated. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. It was later discovered the healthcare worker (hcw) crushed the bi prior to processing in the sterrad nx, thus causing a positive result. The customer has since run 6-7 loads afterwards and all were negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. However, the patient is being tracked for possible infection. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.